Event description:
It was reported that an alert triggered. It was also reported that the right atrial (ra) lead and the right ventricular (rv) lead were out of range on the day of implant. The device was checked again four days post implant and the ra lead and the rv lead pace/sense impedance measurements were within range, however, the rv lead high voltage and svc portions still had high impedance. It was also reported that the rv lead connection with the implantable cardiac defibrillator (ICD) had become loose and that the physician has some difficulty setting the rv lead pin during implant. The rv lead was redeployed and the connection with the ICD was reset. The rv impedance is now within normal limits and the rv lead, ra lead and ICD remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.